Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (378 mg/dl). The cause for the reported elevated bg level was unknown. System check with tandem technical support was performed and the pump functioned as intended. Customer addressed elevated bg levels with manual injections and boluses via the pump. Recommendation was made to discuss diabetes management with customer's health care professional.